Event description:
Having trouble taking my tampon out- vagina [foreign body in reproductive tract]. Having trouble taking my tampon out [complication of device removal]. Case narrative: consumer reported via e-mail that they're having trouble removing the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.